Manufacturer narrative:
No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient expired on (B)(6) 2015. The patient had been experiencing worsening heart failure symptoms and had been supported on extracorporeal membrane oxygenation.

Manufacturer narrative:
Upon review of the file, additional information was noted. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that on (B)(6) 2015 the patient had an elevated lactate dehydrogenase level of 909 u/l and was placed on a heparin infusion due to suspected pump thrombus.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months (B)(4). Evaluation of the returned pump confirmed thrombus. The pump was received assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation, as well as the contact marks at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase and hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The instructions for use lists hemolysis, thrombus, and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with worsening heart failure. The patient's lactate dehydrogenase level was elevated, and the patient was exhibiting unspecified symptoms of hemolysis. The patient also had been experiencing recurrent gastrointestinal bleeding due to multiple arteriovenous malformations. The patient underwent a pump exchange on (B)(6) 2015. At the time of the pump exchange, the surgeon reported that thrombus was observed in the outflow graft. No thrombus was noted in the inflow conduit or outflow areas within the pump. Additionally, a newly diagnosed large ascending aortic aneurysm was discovered, requiring extensive reparative surgery. After the aneurysm was repaired the pump exchange was completed. The medical team believes the aortic aneurysm was caused by placement of the femoral bypass cannula inserted at the time of the device exchange. On the morning of (B)(6) 2015 the patient's chest was washed out. In the afternoon of (B)(6) 2015, the patient's condition warranted placement of a right ventricular extracorporeal circulatory life support system. As of (B)(6) 2015, the patient remained critically ill and withdrawal of support was being considered. Additional information was requested, but has not been provided.

Manufacturer narrative:
Subsequent to the initial investigation, photographs of the explanted pump were submitted by the hospital. The report of thrombus within the outflow graft could not be confirmed through the submitted photographs. No additonal information was provided. The manufacturer is closing the file on this event.